Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Lot# 2362 - visual inspection: it was observed that the screw had fractured immediately below the ball feature of the screw shank. Analysis of the fracture face suggests that the failure occurred in torsion. A review of complaint history associated with the subject catalog number was performed, and no adverse trends were observed. It is possible that insufficient screw site preparation contributed to the failure. According to the rep, an everest thoracic probe was used to make the screw pathway. However, the surgeon was inserting a 5.0 mm screw (the largest of yukon screws), which require more torque. Although yukon screws are self-tapping, taps are included in the set to significantly decrease the amount of insertion torque required to insert the screw. Alternatively, the surgeon can use a larger diameter drill for the pilot hole. The broken screw was removed and replaced, and the surgery was completed. Lot# nxrf - visual inspection: it was observed that the screw had fractured on the shank, below the tulip head. Complaint history was reviewed for the reported lot and no similar complaints were identified. Upon correspondence with the rep, it was suggested that a 3.0 tap size was used for screw site prep. Under sizing the tap by 2.0 mm likely created excessive torsional load during insertion, contributing to the observed fracture.

Event description:
This report summarizes two malfunction events where yukon oct polyaxial screws fractured intra-operatively. Surgeries were successfully completed with a 15 minute delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Two (2) of the two (2) devices have been returned for analysis: lot 2362: received 08/jul/2021, lot nxrf: received 22/jul/2021. A supplemental vmsr will be submitted upon completion of the investigations.

Event description:
This report summarizes two malfunction events where yukon oct polyaxial screws fractured intra-operatively. Surgeries were successfully completed with a 15 minute delay. No adverse consequences or medical intervention were reported.